Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: f/g, promus element plus,mr,ous 3.50x24mm stent delivery system was returned for analysis. An examination of the crimped stent identified stent damage. Stent struts on proximal strut row 1 were partially flared. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple hypotube kinks. The customer guidewire was not returned for analysis. A visual and tactile examination of the shaft polymer extrusion found no issues. The guidewire failed to fully load and was blocked at inner lumen damage section at 138cm distal from distal end of strain relief. The polymer shaft extrusion blue inner lumen accordioned/bunched. An examination found no issues with the tip. No other issues were identified during the product analysis.

Event description:
It was reported that difficulty tracking occurred. The target lesion was located in the coronary vessel. A 3.50x24mm promus element plus drug eluting stent was advanced for treatment. However, they experienced difficulty in passing the stent shaft into the pt2 guidewire. The procedure was done on another of the same stent and it was delivered successfully. No patient complications were reported.